Manufacturer narrative:
Medtronic tech services walked site through some troubleshooting tips and got the system to start tracking normally. No further issues reported. No impact on patient reported.

Event description:
Site called to report flickering red to green status on the monitor with the element system. The issue was resolved and the procedure was able to continue as planned. There was no impact on patient outcome.